Event description:
Plaintiff alleges that on 1/16/95, as she was being given an injection, the tip of the needle broke off in her right arm. The break off was the tip of the needle broke off in her right arm. The break off was not noted at the time, but soon after the injection the plaintiff began experiencing great pain in her right arm. An x-ray revealed the presence of needle tip near her right elbow.